Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and checked the unit and was unable to duplicate the issue. Replaced the fan pn as suggested by tech support to be safe.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this unit is making a high pitched alarm intermittently. He said it was coming from the round speaker in the back. He said that the unit was running on a patient and everything else was working fine just the high pitched alarm. He said that they ended up swapping the unit out with another 3100a. There was no compromise to the patient.